Event description:
Legal claim alleges patient's hip has been injured causing pain and disability to various areas of patient's body. It is also alleged patient may also be suffereing from increased levels of metal in patient's blood. Update 07/27/2013-litigation received alleging that the patient suffers from weakness, swelling and stiffness. The existing MDR decision has been reversed, the acetabular cup and femoral head has been reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This is a duplicate report of 1818910-2013-22551. This report, 1818910-2013-22540, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-22551.depuy still considers this investigation closed.

Event description:
Update rec'd 6/16/2014 - sales rep reported revision surgery. Patient was revised to address elevated ion levels and possible pseudotumor. There is no new additional information that would affect the investigation. This complaint was updated on: 07/07/2014.